Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 499 mg/dl, which he treated with a bolus of 5.5 units. The customer checked his sugar again and it read 570 mg/dl. The customer disconnected from the insulin pump and began treating with manual insulin injections. Troubleshooting did not occur as the customer did not have a reservoir to connect to the insulin pump. No products were returned or replaced.